Event description:
It was reported that there was an emergent insertion in cardiac cath lab (ccl). Blood pressure (bp) low, normal sinus rhythm (nsr). The intra-aortic balloon (iab) insertion was uneventful and then the pump started erratic pumping and gave a system error 3. The reset button was hit and when they started pumping again a system error 3 alarm. The ccl changed out the pump and sent it to biomed. The biomed technician was calling to request a field service visit for this pump.

Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.